Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - device code changed to "material frayed", e1- corrected email address the reported device is an OEM device, therefore, a lot /serial history review was not applicable. The product is not returning. A lot /serial number was not provided and the specific product lot /serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they indicated that there was an exposed wire on the cable. This created an alarm issue with the power supply as the cable grounded. The cable was replaced and there was no further incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, they indicated that there was an exposed wire on the cable. This created an alarm issue with the power supply as the cable grounded. The cable was replaced and there was no further incident. The hospital did not report any patient effects.